Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, smoker, diseased mucous membrane, biomechanical overload, bruxism, traumatic occlusion.